Event description:
The customer reported that the system does not complete the boot up process. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image process controller battery was replaced and the bios settings were reset. The system was tested and found to be working as intended and put back into service.